Event description:
The physician performed a diagnostic procedure w/o incident. Approx one week later the pt returned for an interventional procedure, at which time the pt reported to the physician that he had experienced leg pain after the diagnostic procedure and had returned to the hospital for treatment. Medication was prescribed and it was determined that the pt had developed a 3.7cm x 1.7cm pseudoaneurysm in the distal external iliac artery. The pseudoaneurysm was treated with ultrasound guided direct thrombin injection. The pt recovered w/o further sequelae.

Manufacturer narrative:
This MDR report is made following the receipt of supplementary info which was analyzed on (B)(4) thereby changing the complaint determination to reportable. The device was not returned; therefore, failure analysis cannot be performed. The complaint description indicates that the pseudoaneurysm occurred in the distal external iliac artery suggesting that the initial arterial puncture site was high. High stick has been associated with an increased incident rate of complications following procedures performed through femoral artery access. Pseudoaneurysm is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. Based on available info, the root cause of the pseudoaneurysm may be due to user error.